Event description:
During a routine angiography, the angiomat 6000 failed to respond upon command on two attempts but then responded spontaneously. Patient was unresponsive but was resuscitated successfully. Air was noted in the ventricle. The patient completely recovered and was discharged from the hospital two days after event date.